Manufacturer narrative:
Concomitant product: handle, cm201-9 (lot: 01/12) - mg date: 01/2012. (B)(6). The device (cm20132h-5) was evaluated and the break was most likely due to excessive force by the client. The device (cm201-9) was evaluated and no fault was found. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: na. (B)(4).

Event description:
Two devices were returned to mxi service and repair. It was reported that the connector was broken.